Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 19 patient samples tested on a unicel dxc 600i synchron access clinical system. The initial test result was above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml for 18 of the 19 samples. Initial test result was above the ami cutoff of 0.50 ng/ml for one of the 19 samples. Repeat analysis was performed using an access 2 immunoassay system. The test results were normal. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 15 of 19 reported by this customer. An MDR was filed for each of the 19 patients.

Manufacturer narrative:
Samples were serums that were collected in 4.9 ml starsedt monovet tubes and centrifuged at 3000 for 10 minutes. A system check was performed on (B)(6) 2010 and failed. Accutni quality control (qc) was within the customer's established ranges prior to the erroneous results. Qc was out of specifications on (B)(6) 2010. Previously run patient samples were re-analyzed back to the last acceptable qc. Nineteen patient sample results were reported incorrectly. On (B)(6) 2010, the field service engineer evaluated the analyzer and found the aspirate probes were very dirty and replaced them. Cleaned the valves and tightened the seals on the pumps and verified pipettor alignments. Root cause was related to the condition of the aspirate probes. The original system check failures and qc result errors were most likely due to poor washing as a result of dirty or partially obstructed aspirate probes. The customer proceeded to complete and report test results after a failed system check. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 15 of 19 reported by this customer.